Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, palpitations and dysuria. Dye test: total bilateral occlusion. Concurrent conditions included anemia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2009, ibuprofen since 2009, omeprazole since (B)(6) 2016 and vitamin d nos (vitamin d) since (B)(6) 2017. In (B)(6) 2012, the patient experienced anaemia ("anemia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), 8 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have heart rate irregular ("blood or heart disorder/conditions; irregular heartbeats") and experienced urinary tract infection ("infection; uti"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with ferrous sulfate (iron) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, heart rate irregular, dysmenorrhoea, fatigue, alopecia, urinary tract infection and anaemia had not resolved and the genital haemorrhage, hypersensitivity, menstrual disorder, migraine, headache, depression and anxiety outcome was unknown. The reporter considered alopecia, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, heart rate irregular, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion; on (B)(6) 2012: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet received. Event pelvic pain made intervention required. Date of removal received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic pain') in a 46-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, palpitations and dysuria. Dye test: total bilateral occlusion. Concurrent conditions included anemia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2009, ibuprofen since 2009, omeprazole since (B)(6) 2016 and vitamin d nos (vitamin d) since (B)(6) 2017. In (B)(6) 2012, the patient experienced anaemia ("anemia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), 8 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have heart rate irregular ("blood or heart disorder/conditions; irregular heartbeats") and experienced urinary tract infection ("infection; uti"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vaginal infection ("vaginal infection") and back pain ("back pain"). The patient was treated with ferrous sulfate (iron) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved, the menstrual disorder, migraine, headache, depression, anxiety and vaginal infection outcome was unknown and the heart rate irregular, fatigue, alopecia, urinary tract infection and anaemia had not resolved. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, heart rate irregular, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She received treatment for pelvic pain, back pain, genital abnormal bleeding, vaginal abnormal bleeding, menorrhagia, dysmenorrhea/ dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion; on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events " pelvic pain, genital abnormal bleeding, abnormal vaginal bleeding, allergic reaction, menorrhagia, dysmenorrhea/ dysmenorrhea, back pain was changed to recovered/resolved". Reporter causality comment was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain'), endometritis ('chronic endometritis') and device breakage ('there is a 2 mm retained fragment on the right/pelvic x-ray shows only micro-fragments at the end of the case') in a 46-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, palpitations and dysuria. Dye test: total bilateral occlusion. Concurrent conditions included anemia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2009, ibuprofen since 2009, omeprazole since (B)(6) 2016 and vitamin d nos (vitamin d) since (B)(6) 2017. In (B)(6) 2012, the patient experienced anaemia ("anemia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), 8 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and back pain ("back pain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue") and headache ("headache"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have heart rate irregular ("blood or heart disorder/conditions; irregular heartbeats") and experienced urinary tract infection ("infection; uti"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding") and vaginal infection ("vaginal infection"). The patient was treated with ferrous sulfate (iron) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved, the endometritis, device breakage, menstrual disorder, headache and vaginal infection outcome was unknown, the heart rate irregular, fatigue, alopecia, urinary tract infection and anaemia had not resolved and the migraine, depression and anxiety was resolving. The reporter provided no causality assessment for device breakage and endometritis with essure. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, heart rate irregular, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She received treatment for pelvic pain, back pain, genital abnormal bleeding, vaginal abnormal bleeding, menorrhagia, dysmenorrhea/dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: interval removal of the essure coils. There was a 2 mm retained fragment on the right.. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion; on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, headache, migraine". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-jun-2020: medical records received. This case is medically confirmed. Events "chronic endometritis and device breakage was added". Patient demographic and reporter was added. On 30-jun-2020: plaintiff fact sheet received. Events¿ dysmenorrhea, depression and anxiety¿ outcome were updated to recovering/resolving. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain'), endometritis ('chronic endometritis') and device breakage ('there is a 2 mm retained fragment on the right/pelvic x-ray shows only micro-fragments at the end of the case') in a 46-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, palpitations and dysuria. Dye test: total bilateral occlusion. Concurrent conditions included anemia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2009, ibuprofen since 2009, omeprazole since march 2016 and vitamin d nos (vitamin d) since january 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anaemia ("anemia"). On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), 8 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and back pain ("back pain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue") and headache ("headache"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have heart rate irregular ("blood or heart disorder/conditions; irregular heartbeats") and experienced urinary tract infection ("infection; uti"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding") and vaginal infection ("vaginal infection"). The patient was treated with ferrous sulfate (iron) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved, the endometritis, device breakage, menstrual disorder, headache and vaginal infection outcome was unknown, the heart rate irregular, fatigue, alopecia, urinary tract infection and anaemia had not resolved and the migraine, depression and anxiety was resolving. The reporter provided no causality assessment for device breakage and endometritis with essure. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, heart rate irregular, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She received treatment for pelvic pain, back pain, genital abnormal bleeding, vaginal abnormal bleeding, menorrhagia, dysmenorrhea/dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: interval removal of the essure coils. There was a 2 mm retained fragment on the right.. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion; on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, headache, migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic pain') in a 46-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, palpitations and dysuria. Dye test: total bilateral occlusion. Concurrent conditions included anemia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2009, ibuprofen since 2009, omeprazole since (B)(6) 2016 and vitamin d nos (vitamin d) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anaemia ("anemia"). On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), 8 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have heart rate irregular ("blood or heart disorder/conditions; irregular heartbeats") and experienced urinary tract infection ("infection; uti"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vaginal infection ("vaginal infection") and back pain ("back pain"). The patient was treated with ferrous sulfate (iron) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heart rate irregular, dysmenorrhoea, fatigue, alopecia, urinary tract infection and anaemia had not resolved, the genital haemorrhage, hypersensitivity, menstrual disorder, migraine, headache, depression, anxiety and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia and back pain was resolving. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, heart rate irregular, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion; on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: reporter and event back pain, vaginal infection were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic pain') in a 46-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, palpitations and dysuria. Dye test: total bilateral occlusion. Concurrent conditions included anemia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2009, ibuprofen since 2009, omeprazole since (B)(6) 2016 and vitamin d nos (vitamin d) since (B)(6) 2017. In (B)(6) 2012, the patient experienced anaemia ("anemia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), 8 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have heart rate irregular ("blood or heart disorder/conditions; irregular heartbeats") and experienced urinary tract infection ("infection; uti"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vaginal infection ("vaginal infection") and back pain ("back pain"). The patient was treated with ferrous sulfate (iron) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heart rate irregular, dysmenorrhoea, fatigue, alopecia, urinary tract infection and anaemia had not resolved, the genital haemorrhage, hypersensitivity, menstrual disorder, migraine, headache, depression, anxiety and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia and back pain was resolving. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, heart rate irregular, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion; on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.